Event description:
String in the box. Felt like the string is falling off [device breakage]. Clumped up black substance on tampon catheter [product contamination physical]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that there is a black substance on the tampon catheter and the string is falling off. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String in the box...felt like the string is falling off [device breakage]. Clumped up black substance on tampon catheter [product contamination physical]. Case narrative: consumer reported via phone that there is a black substance on the tampon catheter and the string is falling off. No injury reported.